Event description:
Rptr had bilateral breast augmentation in 1981. A mammogram done on 8/23/91 showed "focal contour bulge of each implant far superiorly (suggestion of minimal contour irregularity of the superior aspect of the right implant on the outside mammogram of 12/29/89), the focal contour bulge of the left implant medically seen on 12/29/89 not present today. Sonography shows areas of increased echogenicity within each implant, suggesting the possibility of rupture."